Event description:
Resident was positioned on stretcher lift. Head wing was elevated 2 notches and staff started to elevate foot wing 1 notch when the lift tipped and fell over backwards. Co was called to evaluate lift and could not determine cause.